Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "went off". It was also reported that the right atrial (ra) lead exhibited undersensing. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.